Manufacturer narrative:
Stryker determined a faulty battery was the cause of the reported issue. Proper device operation was observed through functional and performance testing using a test battery. Stryker provided the customer with a quote for a replacement battery which has been declined by the customer. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.